Manufacturer narrative:
Initial reporter address: (B)(6) hospital. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor overinfused; it was infused between 36 and 40 hours instead of 46 hours. This was observed during use. The device was filled with 5-fluorouracil to a total fill volume of 230ml at 5ml/hour. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction b5, d10 (omitted on initial). B5: the patient was a home patient and not admitted to the hospital. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. The following factors may affect the flow rate and be potential causes for this overinfusion report: (1) fill volume, (2) temperature, (3) viscosity of the medication, (4) difference in height between the fill port and the distal end luer lock/flow restrictor. The influence of all these factors is described in the product labelling. The products¿ instructions for use provides further information on the four (4) factors listed above. Should additional relevant information become available, a supplemental report will be submitted.